Event description:
Customer alleges power chair is throwing her son out of chair. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model fdx-mcg, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1163181 rev d (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer is allegedly being thrown out of the chair. No additional information provided to determine how the consumer is being thrown from the char. It is unknown if the consumer is wearing his seat positioning strap. The fdx owners manual states several warnings - "always wear your seat positioning strap. The seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety straps. If signs of wear appear, strap must be replaced immediately. To assure stability and proper operation of your wheelchair, you must at all times maintain proper balance. Your wheelchair has been designed to remain upright and stable during normal daily activities as long as you do not move beyond the center of gravity. Do not lean forward out of the wheelchair any further than the length of the armrests. Do not attempt to stop a moving wheelchair with the wheel locks. Wheel locks are not brakes." The dealer performed several tests on the chair and has tried several times to mimic what the consumer described. Neither the dealer nor the territory business manager were able to replicate the incident